Manufacturer narrative:
The reported event for eri message was confirmed. A review of the ipg logs showed that the first elective replacement indication (eri) was declared on (B)(6) 2020 during a session. This alert occurs during a session when the ipg battery voltage is at or below 2.7v +/- 30mv at the time of the session. The ipg had not logged the elective replacement indication (eri) or the end of life (eol) timestamps and the ipg voltage level was above the ipg eri threshold of 2.644v at the time of explant. The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's ipg had reached end of service. As a result, the ipg was explanted and replaced. Therapy was restored following the procedure.